Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer's investigation, the lack of an image using a standard definition (sd) scope was caused by a bending of the pins in the connection terminal. This was likely caused by the following actions: · when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. · the terminal inside the video connector socket of otv-s190 was pushed back and the terminal bent because the scope connector was further inserted with the scope connector being caught. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following is stated in otv-s190 instruction manual "6. 3 connection of an endoscope": --confirm that the video connector of the video scope are not damaged.

Manufacturer narrative:
The subject device was returned to the service center. The physical evaluation confirmed the reported malfunction as the video connector socket has a bent pin causing no image. Additionally, a software upgrade to the latest version was recommended. As a result of the no image condition, olympus followed up with the user facility to obtain additional information regarding the reported event. The biomedical engineer at the user facility further reported the same device was used to complete the intended procedure with a hd (high definition) scope instead of the sd (standard definition) scope. There were no other devices involved in the event and there was a 20-minute delay in the procedure in which the subject device was used and the patient was not under general anesthesia. There were no error codes, alarms, or alert tones associated with this event. Additionally, the device was not inspected prior to use. The video connector and its electrical contacts were completely dry before connecting the plug to the video system center. The video connector was secured by pushing it all the way in the socket and noted before connecting or disconnecting the endoscope and camera head, the video system center is turned off. The device was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction and no image condition cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified diagnostic procedure, there was connector issues / damaged scope connection as a bent pin was observed that did not allow the use of sd (standard definition) scopes. No patient injury or harm was reported.